Manufacturer narrative:
Initial reporter facility: (B)(6) hospital. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima ii¿ IV catheter had leakage from the tubing near the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: the device history report for lot number 8079068 was reviewed, no related abnormalities were found. This is the first instance of this failure mode with this lot number. A video was provided for the purpose of aiding our quality engineer's investigation. The video displayed leakage through the tubing near the catheter adapter. Unfortunately a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that bd intima ii¿ IV catheter had leakage from the tubing near the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported that bd intima ii IV catheter had leakage from the tubing near the catheter. No serious injury or medical intervention was reported.